Manufacturer narrative:
Device issue with inomax dsir #(B)(4) ((B)(4)). The device investigation was completed on (B)(4) 2015. Device evaluation. Inomax dsir #(B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) review of the service log revealed that a failed no (nitric oxide) cell alarm occurred immediately after a failed low no cell calibration with high point 1105 counts, low point 759 counts. Further service log review conformed the reported complaint of delivery failure (df) alarm with monitored no greater than absolute maximum of 100 ppm, actual value 104. Elevated low point counts during the calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing to the delivery failure that occurred prior to the failed low calibration. The rsc did not experience the failed no cell alarm but replaced the no cell as a precaution. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was no calibration low counts above maximum. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Failed no sensor [device issue]. No adverse event [no adverse event]. Case description: on (B)(4) 2015, an ikaria employee was visiting a customer in the united states and a respiratory therapist (rt) reported a device issue with inomax dsir# (B)(4). The device was in use on a patient at the time of the device issue and no adverse event (ae) occurred. The rt reported that inomax dsir# (B)(4) had a delivery failure due to monitored nitric oxide (no) greater than 100 ppm. The rt also reported an injector module (im) failure alarm and stated that when attempted to use back up, received an alarm that stated "the back-up wasn't working". At the time of the visit by the ikaria employee, the device had been removed from the patient and the alarm history had been cleared. The ikaria employee performed a pre-use procedure and other than no and oxygen (o2) sensors out of calibration, the device functioned properly. Before the high no calibration was completed the monitored dose was reading 16ppm. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service evaluation. Investigational results were received on (B)(4) 2015. Case comment: on (B)(4) 2015: this device case did not result in an adverse event, however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR# 3004531588-2013-00022).